Event description:
It was reported that the spike of a clearlink blood set y-type was not working with an albumin bottle when attempting to prime. The reporter stated that even after the third attempt, there was no flow. This occurred before patient connection. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be received or other additional relevant information become available, a supplemental report will be submitted.